Event description:
Customer called to report pod that made a funny noise during fill as well as resistance during fill. Customer wore pod and is reporting bg readings as high as 287. Customer did not feel he was getting enough insulin, so he chose to change pods. Customer was able to activate a new pod.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the damaged component when over-pressurized. Reportability status recently changed. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.